Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has damage. Customer stated that it is cracked at the bottom left corner and goes to the esc button and one on the top right hand corner of the screen that goes out to the corner of the pump. Blood glucose value is 65 mg/dl; treated by drinking orange juice. Nothing further reported.